Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious event of poor peripheral circulation were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause includes the intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. The restylane defyne was intentionally misused by injecting with cannula. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: restylane defyne-routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane defyne-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 13-feb-2023 by nurse practitioner which refers to a 55-year-old female patient. Additional information was received on the same day from the same reporter. The medical history of the patient included hypothyroidism. Concomitant medication included levothyroxine [levothyroxine]. No information about history of allergies has been provided. The patient had previously received treatment with juvederm. On (B)(6) 2023, the patient received treatment with 0.8 ml of restylane defyne (lot 19743) to lower mid face and nasolabial fold using cannula with unknown injection technique. The restylane defyne was injected using cannula (intentional device misuse). Immediately after injection, according to the hcp, there was a really good flow everywhere. After the procedure, the hcp went to go get an ice pack. When the hcp returned, she noticed a small area on the left nasolabial fold that had a delayed cap refill (poor peripheral circulation) and suspected an occlusion (vascular occlusion). The hcp started the protocol with hylenex [vorhyaluronidase alfa] and injected 2 vials of hylenex on the same day of the procedure. (B)(6) 2023, the patient returned to the hcp, and was injected with 6 additional vials of hylenex to the area. There was a good capillary refill and after each vial of hylenex, the hcp would wait 10-15 minutes. As soon as hylenex was injected, the patient would get good capillary refill. After 10 minutes, the hcp started to notice delayed refill. In the night of (B)(6) 2023, the hcp contacted the patient, who reported that the area looked better. The patient had sent some pictures and the hcp noticed that there was improvement in the color but still there was a questionable area. Outcome at the time of the report: occlusion was recovering/resolving. Delayed cap refill was recovering/resolving. Restylane defyne was injected using cannula was recovered/resolved.